Event description:
It was reported the pt ((B)(6)) lost stimulation. In addition, the pt was no longer able to establish communication between his ipg and pt programmer. Multiple pt programmers were tried to no avail. The physician elected to explant and replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.